Event description:
It was reported that the device had display - dead pixel. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿display - dead pixel¿ was not confirmed. On 22-apr-2025, pcu device was received unboxed and with paperwork. A small dust particle that looked like a dead pixel observed when the unit was powered on. Color display test executed and confirmed there was no dead pixel on the lcd display. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center remove the dust particle and replace the front case if needed. Failure investigation report attached to salesforces. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.